Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that, following an intraocular lens (iol) implant procedure, optic of the iol found to be scratched. The surgery was performed and completed after replacing the product with another one. Additional information was received that, after insertion of the iol, a vertical white opacity was observed on the posterior surface of the iol. The iol was removed in three sections and a spare iol was inserted with the same injector and a different cartridge. The patient's postoperative course was good.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on optic; therefore, the condition of the product could not be verified. Photos are attached to the parent file and have been reviewed by the investigation site. The first two sets of photos show the cartridge and the iol and are unrelated to this qs record. The third set of photos show the eye and do not show a handpiece, therefore the event could not be confirmed. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).